Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. In addition we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
A patient reports while wearing a pod between 1 and 4 hours the pods pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred. In addition upon removal of the pod from the infusion site the cannula was found to be bent.

Manufacturer narrative:
The returned device was evaluated and the pod was received fully deployed. The download data shows that the pod had completed both the first and second priming sequences in the expected number of pulses. Inspection of the needle mechanism components found no damages or deficiencies that would result in the needle mechanism failure. Although no issues were noted with the needle mechanism, it could not be determined when the needle mechanism deployed. The cause of the reported needle deploying failure could not be determined. Inspection of the soft cannula did not find it bent, kinked, or damaged. The download data from the pod did not contain any timeouts, drive stalls, or hazard alarms that would indicate a struggle to deliver insulin.